Event description:
When placing and deploying the closure device, the hydrophilic catheter and the foot base became dislodged leaving the catheter behind in the patient's artery. Attempts where made to snare the catheter from the other side but was unsuccessful. Vascular surgeon was notified and performed a cut down of the artery to remove the retained catheter. FDA safety report ID # (B)(4).

Event description:
When placing and deploying the closure device, the hydrophilic catheter and the foot base became dislodged leaving the catheter behind in the patient's artery. Attempts where made to snare the catheter from the other side but was unsuccessful. Vascular surgeon was notified and performed a cut down of the artery to remove the retained catheter. FDA safety report ID # (B)(4).